Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's caregiver that the patient's implantable cardioverter defibrillator (ICD)&#133;came infected after imp lant and that the infection had now spread to the patient's blood. The source of the infection has been requested and not received. The patient remains hospitalized and will be transferred to hospice care. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.